Manufacturer narrative:
The product is not being returned for eval. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the button was stuck (alarm 22) and all insulin deliveries had been stopped. The alarm was cleared and insulin delivery was successfully resumed.